Manufacturer narrative:
It was reported that a patient underwent a right sided idiopathic premature ventricular contraction (pvc) ablation and the patient experienced a cardiac tamponade that required a pericardiocentesis and drain placement. The device evaluation was completed on 19-mar-2026. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The potential cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a right sided idiopathic premature ventricular contraction (pvc) ablation and the patient experienced a cardiac tamponade that required a pericardiocentesis and drain placement. During the procedure, the patient developed a pericardial effusion which was observed by a pressure drop and confirmed by trans thoracic echo. A pericardiocentesis was performed in which 500 cc's was removed from the pericardial space. The patient was reported to be stable and was transferred to the cardiac care unit (ccu) for observation. Additional information was received. Patient stayed overnight in the intensive care unit (ICU) for drain management. The patient did not require cardiac surgery. The physician's opinion on the cause of the adverse event was perforation. The event occurred during mapping or ablation, ablation was performed prior to noting the adverse event. No transseptal puncture performed. No evidence of a steam pop. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of the ablation. Other relevant patient history includes low ef (ejection fraction).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 02-mar-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer's reference number: (B)(4).